Manufacturer narrative:
(B)(4). Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use has fractured on the medial side of the post feature and the post feature has fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The tasps were inserted with excessive force during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured during procedure, while surgeon was trying to insert device by banging with a mallet. Attempts to obtain additional information have been made; however, no more is available.